Event description:
A (B) (6) male was implanted with an aus device on (B) (6) 2007. On (B) (6) 2009, the 4.5 cuff was removed and replaced with a 4.0cm cuff due to recurring incontinence.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis, no conclusion can be drawn at this time.